Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 141 mg/dl and the sensor glucose was 42 mg/dl at the time of the incident. The customer reported that, the blood glucose was 40 mg/dl and suspends delivery. Blood glucose was good. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer was able to do troubleshooting of the sensor glucose verses blood glucose and declined for suspend on low. The sensor will be returned for analysis.